Manufacturer narrative:
As no further information concerning this case has been provided, our investigation at this time is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 10 inappropriate shocks over two days. After provocation testing, the physician confirmed noise on all vectors (primary, secondary and alternative). System had been programmed in primary during the inappropriate therapy. It was elected to admit the patient, while keeping patient under monitoring until resolution would be attained. Data sent to technical service (ts) for additional review and troubleshooting. Ts reviewed data and reported that system component positioning, could not be eliminated as the source of oversensing. All vectors and system evaluations, in multiple postures, was recommended to understand and avoid future unnecessary therapy as a result of oversensing with poor signal amplitude. Additional information reported that the patient was implanted with a two incision technique and do undergo dialysis treatments. Additionally, x-rays were suggestive of a right atrial port; however, the system appeared to be optimally implanted. Ts recommendation was for a re-screening prior to any invasive actions. Ts further explained that r-wave amplitude changes could be expected with a patient on dialysis, specifically if any electrolyte imbalance was exhibited. A review of captured electrograms was recommended, as well as preexisting considerations. To date, no invasive system changes have been performed.